Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that storage space had failed. A field service engineer (fse) responded to the customer¿s report that the tower doors were frequently failing. Fse checked out the issues and all pop latches on the tower were replaced. The repair was tested and verified using the hardware testing application (hta), confirming proper functionality of the tower doors. The system functioned as intended after the field service engineer repaired the device. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a failed storage space issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.